Event description:
It was reported that the pt stated his pain was not being controlled. At the last refill, the expected reservoir volume was 1.2 ml less than the actual volume of 4.0 ml. The pt was sent to see a surgeon for replacement even though the pump was only 3 yrs old. An increased rate for better pain control was not tried. Neither a dye nor a rotor study were performed. The pump was aspirated after explant with 6.3 ml expected, 7.0 ml actual volume.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.